Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported there were no amplitude bars on the programmer when the programmer was turned on. The sjm representative met with the patient and lead diagnostics indicated multiple high impedances and reprogramming was unable to resolve the issue. An x-ray was ordered and surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the lead was removed and replaced. Therapy was resumed and issue has been resolved.